Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend and/or family member regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported the patient cannot turn on their device. The caller stated the patient just had a fall today. Caller stated patient usually feels it at 2.0 and feels nothing after increasing much higher than that. Caller stated the patient fell and hit their knee and fell on left side and patient twisted a little bit. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3777-45, (B)(4), implanted: (B)(4)2011 explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient had tripped and fallen in a parking lot on (B)(6)2017. When she fell, she hurt her left knee and twisted her side/back. After falling, she noticed that her spinal cord stimulator was no longer working. She turned it all the way up to 10.5 volts and had no response. The patient tried some troubleshooting with no good outcomes. Impedance checks were performed on her contacts on the day of the report. Contacts 2-7 all came back with impedance levels of greater than 40,000 ohms. 0 and 1 came back at 25,216. The manufacturer representative tried to use contacts 0 and 1 to program the patient, but at 10.5 volts, the patient was still not feeling any stimulation. The patient is scheduled for a lead revision on (B)(6)2017. It was noted that the patient was having increased pain and swelling in her right arm and hand since the fall and that this was the side that the stimulator was helping on. Additional information was received from a manufacturer representative on 2017-12-07 regarding the patient. It was reported that the root cause of the high impedances and the loss of stimulation was determined during lead replacement. The patient had surgery on the morning of (B)(6)2017. The stimulator pocket was opened, and the lead was disconnected from the battery. The lead was tested with the multi-lead trialing cable, and all impedance numbers on all contacts came back under 1000 ohms. The health care provider then cleaned the contacts off and inserted them back into the stimulator. Again, the impedance checks were all under 1000 ohms. When the stimulation was turned back on, the patient said that she could feel it like it was supposed to be. The manufacturer representative reprogrammed the patient in the recovery room, and the patient said that everything felt great and was working how it was supposed to. The lead revision resolved the issue of the high impedances and the loss of stimulation. There were no further complications reported or anticipa ted.